Manufacturer narrative:
It was reported that a reprocessed harmonic piece broke inside of the patient. Reportedly the clinician was able to recover the broken piece. No additional information was provided. No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information from the end-user, the end-user was unable or unwilling to provide further incident details to the manufacturer. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that a reprocessed harmonic piece broke inside of the patient. Reportedly the clinician was able to recover the broken piece. No additional information was provided.